Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown bipolar head. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
It was reported that patient had a left hip revision for unknown reason. Surgeon removed bipolar head and femoral head and replaced with a 36mm -5 lfit ctaper head and zimmer cup, augment and poly.